Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at max capture output. Additionally, the lead exhibited high within range pacing impedance. Technical services (ts) reviewed the reports and noted that the impedance started to slowly increase for approximately seven months. Ts provided a potential cause and advised they could continue to monitor the issue, but ultimately it was physician discretion. The lead remains in use. No adverse patient effects were reported.